Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint - medwatch report states: the patient was admitted to the hospital for removal and replacement of recalled depuy left acetabular component liner and femoral head. This hip prosthesis was placed (B)(6) 2006. The patient did well for two years before he started having a clunking sensation and pain in his operative hip. He most recently developed sciatic nerve type symptoms with radiating pain all the way down his leg. When the recall came out the patient was sent for serum ion studies which were markedly elevated although x-rays did not show evidence of significant bone loss. He did have significant symptoms and coupled with the ions warranted the hip revision. Exempla corporate risk management has possession of the explanted device per request of the patient.